Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
This record is a duplicate of cn-153852 in regards to sn 25163087. All information from this record will be transferred to cn-153852.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, d6a, h4.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device remains implanted.